Manufacturer narrative:
(B)(4). The device was returned for analysis. The returned device matches the upn and lot number provided by the customer. There is dried body fluid on the handle and on the distal tip. All three ring seals are compromised; there is dried body fluid along the distal side of ring 3. All seals appear to have had adequate adhesive applied. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Tip motion was evaluated against the specified curve template. Both right and left curve tests failed. The tip does not curve to the left. X-rays showed evidence of guide coil collapse under the handle strain relief and near the strain relief. No abnormalities were noted in the distal end. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is supplier manufacturing process design as the design or validation of a suppliers manufacturing process was not sufficient to ensure the finished device met the intent of the design. (B)(4).

Event description:
Reportable based on device analysis completed on 29-nov-2017. It was reported that the steering mechanism broke. The target lesion was located in the atrium. A blazer prime® xp was selected for use. During procedure, the steering mechanism broke. The procedure was completed with another of the same device. No patient complications reported. However, device analysis revealed that all seals on the electrodes were compromised.